Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 she was experiencing polyuria, had a headache and her feet were itching so she attempted to test with her adc blood glucose meter, but noted it would not turn on when the button was pressed or with test strip insertion. Customer further reported she drank water in the hopes it would lower her glucose, but later her fiance took her to a local healthcare facility. At the hospital a reading of "around 180 mg/dl" was received on an unspecified hospital device. Customer was diagnosed with hyperglycemia and treated with an insulin shot. Customer was discharged later that day, once her condition stabilized. There was no report of death or permanent injury associated with this event.